Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap gastric bypass procedure the device fired but was sticking when they opened it. They manually opened the device and completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis. (B)(6).